Manufacturer narrative:
Physio-control requested additional patient information from the customer. The customer informed physio-control that no further patient information is available. Patient fields in which information was not provided were intentionally left blank. The customer received a replacement battery. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not power on during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.